Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received an unspecified high sensor scan result and experienced symptoms described as low body temperature and loss of consciousness. As a result, paramedics were called, and customer self-treated with insulin in the ambulance. Customer was hospitalized for 4 days and sensor scan results of 189 mg/dl was obtained compared to laboratory results of 56 mg/dl. Customer was treated with glucose and no further treatment was required. The reported readings, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.